Event description:
The patient presented in bad condition with a ruptured aneurysm. The physician inserted five penumbra 400 complex standard coils. During the insertion of the sixth coil, friction was encountered and the coil was repositioned approximately five times. Each time the coil was repositioned, friction was noted. When the last 2 cm of coil were being inserted, the physician recognized that the coil was detached from the pusher assembly. The coil was aspirated through the px400 microcaheter. Treatment was completed with two additional coils without any problems or harm to the patient.

Manufacturer narrative:
Device investigation: results: the pet lock remains intact and the pull wire is in the alignment feature. These observations are consistent with an undetached coil. However, the coil is not attached to the pusher assembly and is broken. The proximal constraint ball is no longer attached to the coil. The ball and approximately 2 cm of the stretch resistant (sr) member remain in the distal detachment tip (ddt) at the distal end of the pusher. Conclusion: the unintentional release of the coil noted in the complaint is confirmed. The cause of this release is the breakage of the sr member. This is likely the result of manipulation of the coil against resistance during repositioning within the aneurysm as described in the complaint. The tensile force tests for this product lot were reviewed and all tests were passed within specification. The manufacturing records for this product lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.